Event description:
During stenting in the superficial femoral artery with a 6x40mm smart control stent, there was resistance while crossing the calcified lesion. During another attempt to cross after further pre-dilatation, it could not cross the lesion and the physician noted a kink at 7cm from its hub. Preliminary evaluation of the returned device indicated the stent was protruding by 1 cm. Another smart control stent was used instead in the procedure and there was no patient injury. A contralateral approach was made. After pre-dilatation with a balloon (5x20mm, kaneka), the smart control stent was delivered to the lesion. However, there was resistance while crossing the calcified lesion. Pre-dilatation was conducted again, and then the smart control was re-inserted. However, it couldn't cross the lesion as well, and the physician noted a kink at 7cm from its hub. Therefore, he stopped using it, and a new stent was used instead. The procedure was finished successfully. The product will be returned for analysis." The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The size was 1-2 mm larger than the vessel diameter. Lesion and vessel characterizes are not known.

Manufacturer narrative:
During stenting in the superficial femoral artery with a 6x40mm smart control stent, there was resistance while crossing the calcified lesion. During another attempt to cross after further pre-dilatation, it could not cross the lesion and the physician noted a kink at 7cm from its hub. Preliminary evaluation of the returned device indicated the stent was protruding by 1 cm. Another smart control stent was used via a contralateral approach. After pre-dilatation with a non-cordis balloon, the smart control stent was delivered to the lesion. However, there was resistance while crossing the calcified lesion. Pre-dilatation was conducted again, and then the smart control was re-inserted. However, it couldn't cross the lesion and the physician noted a kink at 7cm from its hub. Therefore, he stopped using it, and a new stent was used and the procedure was finished successfully. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The size was 1-2 mm larger than the vessel diameter. There was no reported patient injury. One non-sterile smart control, iliac 6x40ml was received coiled inside a plastic bag. Unit was partially deployed (1cm). A kink was detected at 4.5cm from ID band. Locking pin was received loose inside the bag. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "partial deployment" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿failure to cross¿ by the customer could not be confirmed; since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported ¿kinked¿ by the customer was confirmed due to the condition that was received the unit. The exact cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are placed at the final assembly and packaging processes to detect this kind of issue (kink).procedural factors could be contributed to this condition. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.